Event description:
Physician called to rep0rt a patient going hypoglycemia and was hopitalized. Was able troubleshoot with the customer and found that the last thing the customer attempted to do was change the set and prime. Basal and boluses were correct. When the customer discovered that the programmed prime was 84u the prime was allowed to escape. However, the customer did not allow enough time for the reservoir to empty completely.